Event description:
Trying to dig the pieces/fibers out this morning vagina foreign body in reproductive tract. Tampons are literally coming apart device breakage. Spent a long time trying to dig the pieces/fibers out this morning tampon complication of device removal. Case description: consumer reported via e-mail that tampons are coming apart. No serious injury reported.

Event description:
Trying to dig the pieces/fibers out this morning - vagina [foreign body in reproductive tract]; tampons are literally coming apart [device breakage]; spent a long time trying to dig the pieces/fibers out this morning - tampon [complication of device removal]. Case narrative: consumer reported via e-mail that tampons are coming apart. No serious injury reported.